Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined a severe bend in the needle. A visual inspection of the returned device was evaluated and three distinct kinks were exhibited throughout the device. There were kinks observed at 6.5 cm - 11 cm, 56.1 cm, and 139.1 cm from the distal end of the proximal handle. The kink near the base of the handle is an indication that the device was possibly placed down an endoscope at some point. A possible contributing factor of kinks near the handle is when the device is placed down the endoscope but the handle does not get attached to the biopsy port, per the instructions for use. The third kink that was observed near the distal end of the sheath is almost at a 90 degree angle. The needle adjuster was placed on an "8" and the sheath adjuster was placed on "5", and the handle was then manipulated. The needle would advance and retract smoothly, without any difficulty. When the needle was advanced outside the distal end of the sheath, a sharp bend was observed near the distal tip of the needle. The bend in the advanced needle was at 4.7 cm from the distal end of the sheath. A visual inspection under magnification of the needle was performed, and the bevel of the needle is uniform and intact. It is unknown how the bend in the needle could have occurred. A possible contributing factor could be if the user had difficulty advancing the device through an endoscope. There is no evidence that the needle was used. The needle was very clean and did not appear to have any dried fluids on it. During a functional test, the device was advanced down an olympus gf-uct160p ultrasonic endoscope. Once the device was advanced outside the distal end of the endoscope, the endoscope was placed in a curved position. Despite the sharp bend in the device near the distal end, the device advanced with no resistance felt. The luer lock at the distal end of the handle was attached to the biopsy port and the needle adjuster was placed on "8". The needle would advance and retract as intended. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use include the following information to ensure proper use of the device: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device. Failure to retract needle may result in damage to endoscope." "Introduce ultrasound needle into accessory channel and advance in small increments until luer lock fitting at base of sliding sheath adjuster fitting on accessory channel. Attach device to accessory channel port by rotating device handle fittings are connected." "With ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place. Note: number in safety ring window indicates extension of needle in centimeters. Caution: during needle adjustment or extension, ensure device has been attached to accessory channel. Failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Bends and kinks in the sheath can occur if the device experiences excessive pressure. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook echotip ultra endoscopic ultrasound needle. The user opened the product and there was a kink in the needle. It could not be used. The additional information received and the pictures received on 11/27/18 indicated the kink was in the middle of the needle. The device was evaluated on 01/16/18 and it was observed that the patient end of the needle had a severe bend.